Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: review of the customer data found that there is no indication that the alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 is performing outside of established design performance specifications. Customer result logs were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. There were neither error codes nor flags associated with the assay controls. The reported sample ids were positive for their respective targets. The amplification curves of the samples appeared as expected. The curves which led to positive interpretations exhibited a sigmoidal shape. Based on the results of amp tray carryover analysis, a risk for potential amp tray carryover of the sars-cov-2 target was identified for 3 out of 9 discrepant results. Per the ticket text, the customer is concerned about contamination. Additional troubleshooting for environmental contamination (environmental swabs and water samples) resulted in positive results further suggesting environmental contamination is the likely cause for this event. Further investigation by field service identified drips inside of the instrument (on rails of pipette tip racks and on pipettor #3) which came up positive when swabbed and tested. While a risk for potential amp tray carryover was identified for a few of the discrepant results, a holistic approach to this investigation would consider environmental contamination as the likely cause. There is no indication that thealinity m resp-4-plex amp kit (list 09n79-096) lot 522088 is performing outside of established design performance specifications according to the amplification curves. Quality data review: device history record (DHR) / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 (and its components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The amplification kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed in to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 and components. This CAPA review did not identify any existing internal issues or nonconformances that are related to the reported complaint. Complaint history review: a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while usingalinity m resp-4-plex amp kit (list 09n79-096) lot 522088. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be conducted.

Event description:
The customer reported false positive sars-cov-2 results on the alinity m resp-4-plex assay. The customer reported 9 samples which were retested due to being late positives. The samples were retested on another alinity m instrument and generated negative results. The customer was not able to provide any information about impact to patient management, but there has been no report of any adverse impact to patient management.

Event description:
The customer reported false positive sars-cov-2 results on the alinity m resp-4-plex assay. The customer reported 9 samples which were retested due to being late positives. The samples were retested on another alinity m instrument and generated negative results. The customer was not able to provide any information about impact to patient management, but there has been no report of any adverse impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be conducted. Manufacturing date was added.